Event description:
The following has been reported: error 01 motor rotation triggered during start of battery test. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, an event is linked to the error 01, but the problem would have been seen as soon as it came out of production. Device log was reviewed, no error or issue linked to the reported event was found. The device was received in lake zurich for preventive maintenance during which our local technical team found an error 01. The reported device was not sent back to brézins for investigation as repairs were performed locally. According to provided information, an error 01 triggered during start of battery test. Then, the downstream pressure test failed. Therefore, the downstream pressure sensor has been recalibrated and the opto ic sensor was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Functional cross testing were carried out. All performed successfully and within our specifications without triggering any technical error. The motor rotation sensor is functional. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.